Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited had a failed inspection and was delivering 8ml/hr on 10ml/hr setting. The event occurred during testing. There was no physical damage reported, no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition, and a scratched lens. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.